Event description:
This customer reported a failure to discharge with paddles during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported failure to discharge with paddles during testing. There was no pt involvement. The device was evaluated at philips and the reported symptom was reproduced. Replacement of the control pca resolved the issue. The device passed all testing and was returned to the customer.